Manufacturer narrative:
Foreign: japan medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that it was not remembered to be turned off, but the screen showed that stimulation was off; stimulation turned off. There were no known environmental, external, and patient factors that may have caused the event. The stimulation on/off button in the upper right corner was pressed to on. Stimulation can now be adjusted, so it was asked to monitor it. The issue was resolved at the time of the report. No health damage was reported.